Manufacturer narrative:
The technician found the CPR handle was slightly engaged. The technician adjusted the CPR handle to repair the bed.

Event description:
Info received indicates the head section is drifting.